Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their controller went blank/unresponsive. Pt noted they removed/re-inserted the battery pack into the controller and the controller continued to work, but yesterday, they noticed they could not charge their implanted neurostimulator (ins) battery past 70%. Pt noted they were charging their ins when their controller battery was at 100% and their ins battery was at 70%. Pt noted their controller battery decreased from 100% to 30%, but the ins battery decreased from 70% to 60% when charging the ins. Pt unlocked their controller and noted their controller battery was at 80% and their ins battery was at 60%. Patient service specialist (pss) helped the pt inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no visible damage was detected and the rtm was warm, but not hot when charging the ins. Pt noted the rtm plug would insert easily into the controller. Pt attempted to initiate a charging session to their ins, but they entered passive recharge mode (screen 50) and was able to advance to charging their ins. Pt noted the green blinking light on their controller turned solid when charging their ins, but their ins battery was at 60%. Pt noted the controller said "recharging" by the ins battery, but the controller did not specify the recharge quality. Pt noted their controller battery was at 70% now and their ins battery was still at 60%. Towards the end of the call, the pt noted their intensity was at 6.9. The issue was not resolved. A replacement rtm was sent out. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharge antenna failure as well as intermittent poor recharge quality. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.